Event description:
Fiber broke in the middle during a procedure. Break location was about 10cm from the tip of the fiber. Patient was not injured. Insufficient information available to determine probable cause.